Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the (B)(6) clinical specialist that a (B)(6) patient underwent a diagnostic peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the right femoral artery via a 6f cordis sheath. Peri-procedure, the patient was anticoagulated with 5,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that on (B)(6) 2012, the patient presented to the physician's office with a thigh and groin hematoma (size unknown). A duplex ultrasound was performed which revealed a 1.9cm pseudoaneurysm. The pseudoaneurysm was injected with thrombin. The patient was admitted to the hospital for 2 nights and was released with some moderate pain. The physician reported that the patient was non compliant in walking post discharge. The patient reported to the physician that he felt "good" after the catheterization procedure and walked more than he (patient) had walked for a long time. The physician reported that the patient ignored the post instructions to limit activity and he thinks that perhaps the patient may have been over active following the catheterization procedure and this may have been the reason that a pseudoaneurysm occurred (but it's hard to know for sure). The patient had a follow up appointment scheduled for (B)(6) 2012. No further information is available at this time.